Event description:
It was reported that a stroke occurred. No intervention has been performed or planned. An enroute transcarotid stent system was selected for use. Following the transcarotid artery revascularization (tcar) procedure, the patient experienced a stroke. Upon waking, the patient exhibited stroke symptoms, specifically weakness. The patient was responsive during the post-procedure neurological check; however, responses appeared slower than baseline. The symptoms have not completely resolved. The patient was compliant with dual antiplatelet therapy (dapt). No medical or surgical interventions were reported.